Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. Olympus medical systems corp. (Omsc), could not identify the root cause of the reported phenomenon. [Consideration]: it was reviewed, the manufacturing history (DHR) of the subject device. And confirmed, no irregularity. It was confirmed, that the error e226 occurred, for the subject device. <probable cause> from the following facts obtained from the investigation, it was not possible, to determine, whether the error e226 was caused by a malfunction of the subject device. The subject device has not been returned to the manufacturing site. And the condition of the subject device could not be confirmed. It was reviewed, the manufacturing history (DHR) of the subject device. And confirmed, no irregularity. From the above, the cause of the reported phenomenon could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e226 which indicates there was the communication problem between the subject device and the video processor was displayed during the preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4) but it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.